Manufacturer narrative:
The reported event of high impedance was not confirmed. The device was received with battery voltage above elective replacement level. Impedance test performed with test loads revealed no anomalies. Longevity assessment performed showed the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker exhibited high impedance measurement when connected to the left ventricular lead. Upon several attempts, the physician elected to remove and replace the pacemaker. The patient had no adverse consequences.